Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for dft testing, oversensing due to noise was observed. Review of the episodes confirmed noise leading to noise reversion, non-sustained rv oversensing, and non-sustained vt episodes. Programming changes were made. Dft testing was successful and the lead remains implanted.